Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there were suction events. The patient received four liters of lactated ringer¿s solution and 500 cubic centimeters of albumin. Support was continued. Additionally, the patient had atrial fibrillation and ventricular tachycardia (vt) during support. The patient had to be cardioverted due to the vt. Amiodarone and lidocaine were given to the patient. Furthermore, there was concern for heparin-induced thrombocytopenia. Anticoagulation was switched to bival. The patient remains on support.

Manufacturer narrative:
The investigation of thrombocytopenia, vf/vt/af/at, and low pump flow has been completed. The impella device was not returned for evaluation. Data log reviewed: many suction alarms observed during impella support around days suctions issue reported. No mc spike outside of p-level changes. No positioning or placement signal issues seen. No drop in flow observed. Low pump flow: the cause of the low pump flow most likely was patient condition related with fluid bolus administration/reduction in p-level resolving suction alarms. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined. Thrombocytopenia: the cause of the thrombocytopenia issue was not determined due to insufficient clinical details. B2 updated to include death and date of death. B5 updated with patient outcome. D6b explant date added. H1 type of event updated to death. H6 health effect - impact code 1802 added.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.